Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was replaced and a new lead was added due to need of upgraded programming in a different location. Additional information was received that a new lead was added due to need of more coverage.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was replaced and a new lead was added due to need of upgraded programming in a different location.